Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in aats/sts guidelines as "valve-related". Therefore it is being reported. Valve thrombosis in a 10kg pediatric pt. Both leaflets stuck closed, with thrombus found on both atrial and ventricle sides. Surgeon attributes this to anticoagulation therapy where pt-inrs were 1.10 on (B)(6) 2011, 2.48 on (B)(6) 2011, and 6.99 on (B)(6) 2011. Onxm-23 valve was explanted and replaced. Pt recovered from the surgery.

Manufacturer narrative:
Valve is not available for return to MFR, therefore, a complete investigation is not possible. If the valve becomes available for investigation, the preliminary investigation plan includes pathology analysis, and re-testing per functional specs. Review of the device history record for this valve showed that the valve was built per specs.